Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no steps were taken to resolve the stimulation in the wrong place. The issue has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator had been shut off for 4-5 years. The patient stated during the implant surgery he was woken up to see where he was feeling stimulation and felt stimulation in his back. After the surgery the patient felt stimulation in the front of his legs when it should have been in his back. The patient met with manufacturer representatives to try and adjust stimulation but was unable to feel stimulation anywhere other than the front of his legs. The patient mentioned experiencing burning of the nerves in his back and was put on oxycontin, but had taken himself off of the opioid. The indication for use was other non-malignant pain.